Manufacturer narrative:
Onsite investigation was not preformed as site did not think it was necessary since the inaccuracy was less than 2mm and the case was completed successfully. It was reported that the site had multiple successful cases following this reported event. No parts were returned or replaced and no further issues were reported.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the surgeon experienced inaccuracy of less than 2mm. The case continued without issues. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.